Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-sep-2022 h6: investigation summary customer returned (3) 32gx4mm bd pen needles from lot# 1306606 (2 opened and 1 unopened). The customer reported that the shorter needle hurts when injecting and creates a bruise and larger puncture marks. The samples were examined, then tested for visual inspection of point geometry, outer diameter and lube coverage. The following was observed (specs for 4mm cannula length: 0.109¿-0.203¿; specs: outer diameter for 32g: 0.0090¿- 0.0095¿): data: cannula length (pe) point(pe/npe) outer diameter (in.) Lube sample 1 0.169 good/good 0.0092 good sample 2 0.167 good/good 0.0092 good sample 3 0.164 good/good 0.0092 good all observations fell within specification. No evidence of patient end (pe) cannula defects was observed. The alleged issues could not be confirmed based on the samples returned for investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles is shorter. The following information was provided by the initial reporter: consumer reported the shorter needle on the 2nd gen model hurts when I'm injecting and creates a bruise at my site. Informed caller the plastic makes it shorter looking several times.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles is shorter. The following information was provided by the initial reporter: consumer reported the shorter needle on the 2nd gen model hurts when I'm injecting and creates a bruise at my site. Informed caller the plastic makes it shorter looking several times.